Event description:
It was reported that the ico measurement value was not accurate. Received follow up information, there was no error message reported or values reported. And there were no patient complications. Received additional information, ico measurement value was low and waveform was overdamping.

Manufacturer narrative:
Customer report was not confirmed. There were no visible inconsistencies observed on the eeprom data. Thermistor and thermal filament circuit were continuous. There were no error message observed on vigilance ii monitors. All through lumens were patent without leakage. Balloon inflated clear, concentric and remained inflated for more than 5 minutes. There was no visible damage to the catheter body.